Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter ¿constantly¿ displays inaccurately high results, but was unable or unwilling to say when this first started. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result of ¿315 mg/dl¿ on the subject meter compared to a result more than 100 mg/dl less, on a hospital meter, performed within an unknown time of each other. Based on statistical methodology, the calculated difference between the results may fall outside lfs¿ criteria for accuracy. The patient was unable or unwilling to say how she manages her diabetes or whether she made any changes to her usual diabetes management routine as a result of obtaining the alleged inaccurate high results. She reported that on an unknown date and time, she ¿felt hot, was shaking, had vertigo and problems with [her] speech¿ which she associated with ¿hypoglycemia.¿ she reported that she self-treated her symptoms with ¿jam, chocolate and sugary drinks.¿ at the time of troubleshooting, the csr noted that the patient¿s test strips were within expiry date. The patient was unable or unwilling to answer any further troubleshooting questions and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.